Event description:
Reportedly, the subject device could not be interrogated neither with smarttouch nor orchestra programmer: no green led was on. The patient reported a shock on (B)(6)2019 around 08:00 am. The device delivered already six shocks over its life-time. Since the last shock the patient reports a burning sensation in the area of the device pocket which was not felt after previous shocks. ECG shows an intrinsic rhythm of 73 bpm with no pacing. Preliminary analysis of provided data confirmed the reported impossibility to interrogate the device; however the root cause could not be determined. The subject device has been explanted and returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device could not be interrogated neither with smarttouch nor orchestra programmer: no green led was on. The patient reported a shock on(B)(6)2019 around 08:00 am. The device delivered already six shocks over its life-time. Since the last shock the patient reports a burning sensation in the area of the device pocket which was not felt after previous shocks. ECG shows an intrinsic rhythm of 73 bpm with no pacing. Preliminary analysis of provided data confirmed the reported impossibility to interrogate the device; however the root cause could not be determined. The subject device has been explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis on returned device revealed that the the reported issue was due to a component failure at the level of the integrated circuit.

Event description:
Reportedly, the subject device could not be interrogated neither with smarttouch nor orchestra programmer: no green led was on. The patient reported a shock on (B)(6) 2019 around 08:00 am. The device delivered already six shocks over its life-time. Since the last shock the patient reports a burning sensation in the area of the device pocket which was not felt after previous shocks. ECG shows an intrinsic rhythm of 73 bpm with no pacing. Preliminary analysis of provided data confirmed the reported impossibility to interrogate the device; however the root cause could not be determined. The subject device has been explanted and returned for analysis.